Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant procedure, after repositioning, the physician was unable to advance or retract the helix, it was blocked. The device was not implanted. No patient complications have been reported as a result of this event.